Event description:
On (B)(6) (B)(4) (con): information was received from was received from the patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient had a loss of therapy. The patient reported that he was in some gnarly, severe pain and did not know if it was the stimulator at all or anything like that. The patient stated that the pain was super bad, like crying bad. The patient indicated that his device was on and he felt the stimulation even though the pain was almost gnarlier than the stimulation. The patient wanted to call the manufacture before he went to the hospital to see if there was a way to move or change stimulation. If he could make stimulation where he felt it go up higher than his butt because he felt stimulation at his butt and legs. The patient stated that it was pain that he had prior to the device and it was the reason why he had the device. The patient said he did not know if the wires had moved, if he had jacked or pulled something up. Troubleshooting was done with the patient's programmer. The patient had 2 groups, a and b available. The patient stated that he wanted stimulation in his back where he felt pain. The patient was walked through making adjustments on group a and the patient stated it did not really help because stimulation was felt in his butt all was down to his legs and not in his back where he needed it. The patient was walked through making adjustments on group b and the patient stated that at least stimulation was now in mid back and was helping a little bit. Patient was redirected to hcp for possible programming adjustments. No further patient symptoms or complications were reported in this event. On (B)(6) (B)(4) (con): additional information was received from the patient. It was reported that the pain was growing "higher and higher". The patient stated they are unsure if it was new pain that was "above the surgery they did because that was usually what happened". The patient reported he had 3 fusion surgeries on their lower back. The patient reported the pain is like the pain he had before the 3 surgeries. The patient indicated that the "first surgery was done low then the next vertebrae above that one was bad then the next vertebrae above that one went bad". Pt states he did not know if this pain is above the last surgery they did or entirely different. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed an MRI for his pain. It was noted that the MRI center was slow and the patient didn¿t think they called the manufacturer to check guidelines. Additional information was received from the patient. The patient was about to get a CT scan for the same reason that he reported needing an MRI. The patient didn¿t know why they couldn¿t do an MRI, but the hospital told him he couldn¿t. The patient was walked through putting the device into MRI mode and it showed full body eligible. The patient thought that the hospital probably just didn¿t have the proper MRI equipment required. The patient was walked through turning therapy to 0.0 volts and off for the CT scan.